Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a hi-pot test due to damaged cables. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon eval, the cable that connects the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, which caused the electrode belt to fail a hi-pot test. The root cause for the strained cable could not be positively identified, but was likely excessive force. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.